Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product. 407658 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that noise was seen on the right atrial (ra) lead channel, suggestive of myopotentials. The lead's insulation was abraded and discolored white. The lead was extracted and replaced. No patient complications have been reported as a result of this event.